Manufacturer narrative:
Investigation summary: bd received one samples and two(2) photos for investigation. The photos and samples were reviewed and the indicated failure mode for stopper creep out was observed. It appears that the stopper in the hemoguard closure is not seated correctly causing the assembly to not fit on the tube correct. Additionally, 100 retention samples from bd inventory, were evaluated by visual examination for stopper shield assembly and 10 were subjected to functional draw testing and the issue of stopper creep out was not observed as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper creep out. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® edta 2k , the device experienced stopper creep out or loose closure. The following information was provided by the initial reporter. The customer stated: this is a report about the tube cap that was about to creep out. According to the customer's report, upon completion of the operation with bd's test tube preparation device robo, it was found that the cap was about to creep out.